Event description:
It was reported that patient presented for follow-up in clinic. It was noted that pacemaker was unresponsible to telemetry due to possible early battery depletion. Pacemaker was explanted and replaced with new device. Patient condition was stable.

Manufacturer narrative:
Correction: section h6 medical device problem code should not include "interrogation problem". It should include "failure to interrogate" instead.